Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. Reportedly, customer gave themselves a manual injection on top of their automatic boluses which caused them to go low. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.